Event description:
It was reported that on (B)(6) 2006, the pt underwent stenting in the predilated mid left anterior descending artery (lad) with one xience v stent. On (B)(6) 2006, the pt experienced stable angina, but there was no treatment provided. On (B)(6) 2010, the pt experienced stable angina pectoris requiring treatment with three xience stents in the proximal, mid, and distal lad where the stenosis was found to be within 5 mm of the index xience stent. The pt was discharged from the hospital on (B)(6) 2010. There was no adverse pt sequela. There was no additional info provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported pt effects of angina and restenosis, as listed in the product instructions for use, are known adverse event associated with coronary stenting procedures. Although conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.